Event description:
During a remote follow up, episodes of oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and recommended an in clinic follow up for further investigation via provocative testing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating provocative testing was performed and the noise was reproduced. Diagnostic imaging was also performed and no anomalies were noted. Lead replacement is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.